Manufacturer narrative:
The insulin pump ump was received with a constant alarm followed by another alarm, the problem isolated to mother board. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failure of flash memory alarm. The customer's blood glucose was 145 mg/dl at the time of incident. The pump error was not resolved. Customer stated they were unable to troubleshoot due to the alarm. The insulin pump will be returned for analysis.